Manufacturer narrative:
The insulin pump was received with pump error 38 alarm during rewind due to the motor flex cable not connected to j5/pcb 1 properly. The insulin pump passed the self-test, sleep current measurement, and active current measurements. Analysis was unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error38 alarms. The insulin pump was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had alarmed pump error for no motor movement or negligible movement. The customer was assisted with pump error troubleshooting. Customer's blood glucose was 390mg/dl at the time of the incident. Customer treated with manual injection. Customer stated that the insulin pump alarmed during tubing change and rewinding. Customer stated that the pump error occurred during rewind. Customer stated that the insulin pump received pump error five times during rewind process. The troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.